Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead presented with oversensing small amplitude noise, which led to a short pause. Post-paced t-wave oversensing (pptwos) and myopotential oversensing were also noted. No changes were reported. The patient status was unknown.